Event description:
Family member called lfs on 01/02 in regards to pt's one touch profile meter alleging that it was giving inaccurate low readings and that the meter display is discolored. Per customer service rep, the following information was documented: customer felt like they had a high sugar. Pt was taken to the hospital. Their meter read 300mg/dl and hospital (venous) reading was 500mg/dl within 21-30 minutes. The display the meter showed a black mark, making it hard to read the display. Customer was "hospitalized". Facility replaced meter with an ultra per customer's request.